Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site and the patient applied bacitracin. The implanted device remains.